Event description:
It was reported that the pt underwent a cervical procedure to implant the anterior plate and screws at c3-c5. The variable screw backed out at c5 post op. The removal surgery reportedly might be required.

Manufacturer narrative:
(B)(4). The lot of the suspected device was not identified, therefore, the MFR cannot determine the suspect device. The devices that were used are lot h08m13215 and w07m0799. These parts are not approved for use in the united states; however, a like device catalog #876-310, 510# k970806 was cleared in the united states. The MFR date for lot h08m1325 is (B)(4) 2009; the MFR date for lot w07m0799 is (B)(4) 2007. Pre-op lateral and multiple post-op x-rays were taken after corpectomy anteriorly. The pt underwent a subtotal corpectomy as well with tricortical iliac graft spanning two disc spaces. Due to removal of interior endplate proximately, the construct has collapsed into flexion, tearing the bone screws out. Screws appear too short. Graft has partially subluxed ventrally as well. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specs.